Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pump was returned to the biomedical engineering dept with an unsigned note that stated, "ac power cord sparks at pump end." No tracking info was provided; therefore, specific pump programming, or event details were not available. During testing at the user facility, it was noted that the cord was "split" and sparks were noted. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.